Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right adrenalectomy, while they inserted the device, the surgeon noticed that a small piece of plastic had broken off of the port. It was on the drapes, removed and taken off the field. There was no patient injury.